Event description:
It was reported that a spectrum pump displayed system error 345 during therapy in the intensive care unit (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 345 which was observed while running a loaded set. System error 345 was confirmed and caused by a failed processor printed circuit board (processor pcb). The failed processor pcb was replaced.